Event description:
Customer's daughter-in-law reported that customer went to mexico and lost consciousness causing her to be hospitalized for two days in mexico. It was reported that her healthcare professional asked her to change out the pump. The patient's blood glucose level was at 8 mg/dl at the time of the incident. Product is being replaced. No further information provided.

Manufacturer narrative:
After analyzing the product it was found that the insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a scratched display window and a cracked case near the display window corners.the insulin pump passed functional testing incuding prime, displacement, basic occlusion and excessive no delivery alarm tests.